Manufacturer narrative:
On (B)(6) 2020, the cr reported that patient had been hospitalized and the stimulators were likely going to be explanted due to an infection. MRI showed that the infection was along both stimulators. The hospital suspected the patient had an allergy to the stimulators but investigation efforts could not confirm this. On (B)(6) 2020, the cr reported that the patient was recovering, at home, from the explant that was done on (B)(6) 2020. Patient is healing and was placed on antibiotics. No further issues or complications were noted. Through a review of sterilization and packaging records for the respective product lots, stimwave has confirmed that the product was delivered sterile, no trend of infection is evident for lots swo190607 or swo190925, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The root cause of this complaint of infection could not be found. The infection was confirmed but the cause of the infection is unknown. Due to the length of time between the implant procedure, (B)(6) 2019, and the infection awareness date, (B)(6) 2020, it is likely that the stimulator and implant procedure were not the cause of the infection.

Event description:
On (B)(6) 2020, the cr was contacted by the implanting clinician's office concerning skin irritation at the pocket site. Implanting clinician visually inspected the incision area, observing pus near the pocket site. The implanting clinician took a culture for infection, and the cr eventually got confirmation of infection on results. The patient continued to get therapy from the stimulators after this appointment.